Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) broken power cord. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d5, e1(initial reporter & event site email), e2, e3, e4. It was reported that during pm by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) grounding prong of the power cord was snapped off, physical damaged, abuse of unit. No patient involvement and no harm reported. Fse replaced the power cord assembly (d012-00-1688-21). Unit returned to customer.